Event description:
It was reported that the lead dislodged into the atrium. When repositioning was unsuccessful the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.